Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air was observed in the cartridge luer lock. Blood glucose was 300 mg/dl. A bolus via the pump was delivered and the bg was lowering (245 mg/dl). Reportedly, the customer changed the pump supplies.